Event description:
Incomplete info from affiliate. Awaiting e-mail response. 01/13/1999 message from affiliate. A tlc55 was used during a subtotal colectomy and ileostomy. A ta55 was asked for to divide therecto-sigmoid junction, but a tlc55 was given instead. The rectal side staple line opened immediately after firing (unzipped). The rectal stump was hand sutured and there was no consequence to the pt.